Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed superficial infection at the lead site after the trial leads were pulled out. The patient had fever and the infection was related to superficial needle entry. The patient was admitted to the hospital due to possible epidural abscess and was administered intravenous antibiotics. The patient was doing well.